Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia and coma.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. Date of event is an approximation. The patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted in the abdomen. On (B)(6) 2024, the patient experienced dizziness and vomit. At some point the patient lost consciousness and went into a coma. The patient was taken to the hospital. At the hospital they took the values and the cgm was reading 400 mg/dl and the blood glucose reading was 580 mg/dl. Of note it was not specified but at some point, of the event the patient self-treated with insulin. There was no additional information provided about the medical intervention. There is no information about the discharge date. Due diligence attempts to contact the reporter for more information were attempted but not successful. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.